Event description:
A consumer implanted for non-malignant pain reported when they were in pain they "would use it like crazy," and then their charge level wouldn't last very long. It was further reported when the consumer first got the implantable neurostimulator (ins) in their back, they could only get two bars, so one day the ins went totally dead (which had been going on for well over a month). An attempt was made to communicate using the patient programmer (pp) but it resulted in poor communication and the poor communication screen being seen. An attempt was made to communicate using the recharger but it was unable to communicate with the implant. The consumer met with the manufacturer's representative (rep) in may where a physician mode recharge (pmr) was performed, but they had to leave before it was finished. The consumer wrote down all of the instructions but couldn't get it to work since it "couldn't find the battery," even after four attempts. The consumer was currently experiencing unusual pain on the left side of the back so they wanted to perform an MRI, but were unable to have one until the device was pulled out of overdischarge.

Event description:
Additional information received from the consumer reported they never got a full charge since the day they were implanted. It was further reported no steps had been taken to resolve the poor coupling, dead implantable neurostimulator (ins), or pain they were experiencing, and the issue wasn¿t resolved. The consumer further reported the device was good for their pain when it worked, but they hadn¿t been given any ¿concrete help¿ regarding the previously reported issues.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.